Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the air/water nozzle was clogged with a black rubber-like foreign material, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. It was confirmed that reprocessing was performed according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This device is not sold in the u.s., but a similar device is. The device is returned, and an evaluation completed for it. Upon inspection of the device, it was observed that there was clogging of the device nozzle by a by some black rubber-like foreign material. The material could not be removed from the nozzle. There was no deformation of the nozzle. The user¿s complaint of poor air/water feeding was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation and repair of an insufficient air/water feeding issue. There is no patient involvement and no harm reported to any patient. Upon evaluation of the returned device, it was observed that there was clogging of the device nozzle by a by some black rubber-like foreign material. The material could not be removed from the nozzle. There was no deformation of the nozzle. This medwatch is being submitted for the reportable issue of the presence of foreign material in the nozzle as observed during device evaluation.